Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst noted the atrial lead minimum unipolar impedance measurement of 57 ohms the week of 2014-(B)(6). The atrial lead impedance was stable at approximately 375 ohms before and after this single measurement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after interrogating the device, the physician discovered that an alert for out of range impedance measurement was triggered for the right atrial (ra) lead and a polarity switch occurred due to an impedance reading of less than 100 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.